Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug of a 6f exoseal vascular closure device (vcd) was pulled out when the physician removed the device together with the puncture sheath from the patient, and closure failed. The physician completed the procedure with manual compression. There was no reported patient injury. The deployment button was fully depressed and flushed against the handle, and the exoseal vcd and vascular sheath introducer were removed together approximately 1¿2 seconds after depressing the deployment button. The indicator wire was not visible when the device was removed. The procedure used a retrograde approach. The physician had achieved certification on the use of the exoseal vcd. The patient¿s body mass index was not greater than 40. There were no visible signs of device or package damage prior to use. A 6f non-cordis short sheath introducer was used. The device was stored and prepared according to the instructions for use. Angiography confirmed the femoral artery¿s suitability, including insertion angle. Vessel diameter was verified to be greater than or equal to 5 mm, with no visible calcium or plaque at the puncture site, no access vessel tortuosity, no stent near the puncture site, and no stenosis greater than 50%. The femoral site had not been closed with a closure device or manual compression within 30 days prior to the procedure, and there was no evidence of hematoma, arteriovenous fistula, or pseudoaneurysm before use of the exoseal vcd. The device will be returned for evaluation.

Manufacturer narrative:
This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, the plug of a 6f exoseal vascular closure device (vcd) was pulled out when the physician removed the device together with the puncture sheath from the patient, and closure failed. The physician completed the procedure with manual compression. There was no reported patient injury. The deployment button was fully depressed and flushed against the handle, and the exoseal vcd and vascular sheath introducer were removed together approximately 1¿2 seconds after depressing the deployment button. The indicator wire was not visible when the device was removed. The procedure used a retrograde approach. The physician had achieved certification on the use of the exoseal vcd. The patient¿s body mass index was not greater than 40. There were no visible signs of device or package damage prior to use. A 6f non-cordis short sheath introducer was used. The device was stored and prepared according to the instructions for use. Angiography confirmed the femoral artery¿s suitability, including insertion angle. Vessel diameter was verified to be greater than or equal to 5 mm, with no visible calcium or plaque at the puncture site, no access vessel tortuosity, no stent near the puncture site, and no stenosis greater than 50%. The femoral site had not been closed with a closure device or manual compression within 30 days prior to the procedure, and there was no evidence of hematoma, arteriovenous fistula, or pseudoaneurysm before use of the exoseal vcd. One non-sterile exoseal vascular closure device (6f) involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in the manufactured position, and the indicator wire was found deployed. A 6f non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, it was observed that the indicator window was in the black/white position. During this visual analysis, no additional anomalies were reported. A deployment simulation evaluation was performed. During this analysis, the indicator wire was pulled to achieve the black/black position in the indicator window, after which the deployment lever was fully depressed, achieving indicator wire retraction and the expected plug deployment. Additionally, the indicator window black/white/red position was obtained as expected. A high-magnification microscopic evaluation was conducted to assess the internal mechanism. During this analysis, no abnormal conditions were observed. The reported event of ¿plug inaccurate placement¿ was not observed through analysis of the returned device as the device was received in an undeployed state. During the functional analysis the device received was fully deployed, with full window transition, plug deployment, and no anomalies noted to the internal mechanism. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the inaccurate placement event reported, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no preventative or corrective actions will be taken at this time.